Manufacturer narrative:
A subset of a lot of visumax treatment packs labeled size m (medium) contained an s (small) sized contact lens. This mismatch may lead to incomplete tissue dissection at the periphery (i.e. The circumferential opening cuts that reach the anterior surface of the cornea might not be created) leading to a non-liftable flap. The surgeon made the decision to repeat the flap cutting multiple times over two days instead of waiting for several months before repeating the procedure. Info regarding post-operative follow-up with the pt is pending. (B)(4)

Event description:
During a bi-lateral flap procedure using the visumax laser keratome system, the surgeon found that the pt's left eye had a non-liftable flap. The surgeon repeated the complete flap procedure three times over a period of about 25 minutes on the pt's left eye with similar result. The surgeon scheduled a follow-up surgery for the next day. A flap cut was performed without an eye, interrupted actively and then the eye was treated with the "remaining" side-cut. The flap was still hard to open and the surgeon used scissors to open the flap. Refractive surgery using excimer laser ablation followed flap opening.